Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (250 mcg/ml at 139.88 mcg/day), dilaudid (5.0 mg/ml at 2.7977 mg/day), bupivacaine (15 mg/ml at 8.393 mg/day), and clonidine (250 mcg/ml at 139.88 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain, other carcinoma and bone. It was reported the patient experienced a cerebrospinal fluid (csf) leak. On (B)(6) 2016 the patient experienced a severe headache, elevated blood pressure, and increased pain. The patient was encouraged to activate the personal therapy manager (ptm) to control pain and therefore lower blood pressure. On (B)(6) 2016 the patient experienced fluid leaking from her lumbar incision which saturated her clothing and towels. She was instructed to apply pressure to the site, lie flat, increase fluids, and start fioricet. On (B)(6) 2016 the patient experienced persistent leaking from the lumbar site. The patient was started on tramadol. On (B)(6) 2016 an epidural blood patch was performed. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure. T he outcome of the event was noted as resolved without sequelae on (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.